Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2025 to try to obtain further information about this case regarding the repair, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not powering down. The device turned on, abruptly started ventilating, and would not stop. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that the device was not powering down. The device turned on, abruptly started ventilating, and would not stop. The biomedical engineer (bme) tested the device and was able to properly power up and power down the device. The investigation is ongoing.